Event description:
Reporter states they have been having issues with their freestyle libre 3 sensors for months. Reporter states they have difficulty opening the sensor, the sensor does not stick to their skin well, and after they connect the sensor, it does not start up right. Reporter states they recently received a recall letter for this device.